Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient had a pump refill yesterday and the healthcare provider read that the pump had stalled. The healthcare provider wanted the patient to come back in to double check the pump. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving bupivacaine 5.0 mg/ml at 1.9428 mg/day and dilaudid 11.5 mg/ml at 4.468 mg/day via an implantable pump for non-malignant pain. It was reported that a motor stall was seen at initial interrogation. It was reported that the session data report showed that a motor stall occurred on an unknown date then showed a "stopped pump may exceed tube set" message. It was reported that a motor stall recovery message was not seen. It was reported that the patient had a magnetic resonance imaging (MRI) on (B)(6) 2018 and that the pump was not interrogated on that date following the MRI. It was reported that the first interrogation was on (B)(6) 2018. It was also reported that the patient has not heard any alarms and it not experiencing any symptoms of withdrawal. It was noted that it has not been less than 2 hours since the patient exited the MRI field. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that magnetic resonance imaging (MRI) was the contributing causes that led to the motor stall. The issue had been resolved- motor stall recovery was noted. No further complications were reported.